Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6013145 in question was manufactured at the reynosa site. Threshold analysis: a query was run on 06-nov-2025 against "final reporting decision equal "serious injury" and "death", "lot number" criteria equal 6013145 the count of complaints is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6013145 was manufactured according to the work instruction (wi) version 123 and manufactured in the l115 on 10-may-2025, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, the returned sample(s) from the lot have been requested. No photo or physical sample was provided. The reference samples were already tested in the complaint (B)(4). Conclusion summary of complaint investigation: as a result of the following: no physical samples were returned. No defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, two complaints in thresholds identified for the lot in question and serious injury/death, no further actions are required. As a result of the post market surveillance activities, this complaint has been evaluated as a type 4 (escalated to CAPA): this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101 autosoft 90, kinked soft cannula issues which has been opened as result of trending

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient went to emergency room and got hospitalized on (B)(6) 2025 due to hyperglycemia. The hyperglycemia event occurred due to infusion set kinked cannula issue. The blood glucose level was 36.7mmol/l and pateint got treated with intravenous and fluids of saline and insulin. The patient released from the hospital on (B)(6) 2025. Patient also had high ketone levels. No further information available.